Manufacturer narrative:
Reliability analysis inspected one opened/used partial enlite sensor. Performed continuity resistance testing and the sensor passed per specifications. Performed bicarbonate buffer test and the sensor passed with accurate readings. Unable to confirm the pain/discomfort complaint due to the needle not being returned. Also found the cannula bent. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported to have experienced sensor glucose versus blood glucose differences with threshold suspend. Customer's sensor glucose was 55 and blood glucose was 148 mg/dl. Customer reported that when sensor was removed, cannula was bent. Customer was advised that sensor would be replaced.